Manufacturer narrative:
Correction: leak code added. Investigation results: one set model 2420-0007, lot 25055100 was returned for investigation. The set was examined for defects and abnormalities. The tubing was damaged and torn apart just below the drip chamber. No other defects or abnormalities were observed. Based on the customer words of there only being a hole and the tubing not being separated the cause of the separation is unknown. However, this issue will be escalated to the manufacturing plant to review the process and determine if the tubing could have been damage at the location of the separation. From the manufacturer's review of the complaint, it was not possible to replicate the condition reported of damage tubing and no potential root cause was identified, for this reason it may not be able to be confirmed that this condition is related to manufacturing process. This kind of damage may be related to external force applied to pull-off apart the tubing. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by customer that they retrieved a bd alris pump infusion set and spiked the xxxx bag and twisted it slightly to spike it all the way. When I flipped the xxx bag upright to fill the chamber, xxx began run from the bag through an opening in the tubing right below the chamber of the tubing into the trashcan. I flipped the back upside down to prevent further spillage and put the tubing and xxx bag into a large bag, sealed it and gave it to pharmacy. I then washed my hands with soap and water twice.